Event description:
Hospital emergency room personnel responded to a pt described as in ventricular tachycardia. According to the reporter, the device would not deliver a shock when the operator pushed the discharge buttons. The reporter stated the basis for this opinion is, the physician did not observe typical pt muscular response to the defibrillator for countershock. A backup defibrillator was immediately called for and used. The pt was resuscitated.

Manufacturer narrative:
In an evaluation of the device, the hospital biomedical department observed an open in the sternum and an intermittent open in the apex high voltage conductors. The paddles assembly was replaced under warranty by the local physio-control service rep and returned the device to the customer for use. In an evaluation of the paddles assembly when used with a mock-up device, physio-control observed an intermittent failure of the device to transfer energy. The coil cord insulation was removed and an open in the high voltage conductor of the sternum coil cord was observed. The open in the sternum high voltage conductor was most likely the result of physical stress to the sternum paddle coil cord.